Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
Customer reported discrepant pr values between masimo and phillips products. Masimo device is giving high pulse rate peaks up to pr 200 and is alarming while philips ECG monitor which is giving is not showing is not showing these peaks. No consequences or impact to patient were reported.